Event description:
Info received from a physician regarding a pt undergoing synvisc treatment in bilateral knees. On 02/14/2000 the pt received injections number 5 and 6 bilaterally (the third injections in each knee). On 02/15/2000 the pt presented to the emergency room with the following symptoms: urticaria, tongue swelling, angioedema, and bronchospasm. Both knees were slightly swollen but not hot. The pt was admitted to the hospital and was treated with adrenaline, hydrocortisone, ventolin and phenergan. Pt responded to treatment and was discharged from the hospital on 02/17/2000. The treating physician does not believe there is a relationship between synvisc treatment and pts subsequent symptoms.